Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the display did not return after inserting new battery correctly. Customer stated that the insulin pump alarmed battery out limit after battery change. Customer did not receive a request to rewind pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery power loss anomalies noted.